Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 307 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. A correction bolus of 3 units was administered but the bg levels did not decrease. The pod was removed, the cannula was noted to be bent and bloody at the site infusion site. A new pod was applied treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found no bends or kinks in the soft cannula. No evidence was found that would result in bleeding or bruising at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.